Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. Additionally, it was reported that the patient experienced auto reducing. Diagnostics revealed high impedance on the lead. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein ipg and extension were explanted and replaced to address the issue.